Manufacturer narrative:
Unit received with operating currents within specification and passed self test and displacement test. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage was less that 3.5 volts for four consecutive hours due to resistance issue at the connector. Unit also alarmed power loss and replace battery now alarms due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed replace battery now. Troubleshooting was performed. Customer's blood glucose was unknown at the time of incident. It was reported that the battery was not previously used, that the insulin pump was not dropped, the drive support cap was not damaged, and that there were no unattended alarms. It was also reported that this was the second occurrence of replace battery now alarm in less than ten hours after a low battery alert. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.